Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening on the anterior and delamination of the valve (<75% partial separation. A leak test and microscopic analysis was performed which identified a sharp crease opening, wear abrasion, creases fold and an observed void >1 mm in non-textured, valve-to shell-bond area. Based on the device analysis the final assessment is: an opening crease sharp on posterior due to fold flaw opening.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.